Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number for the meter was not provided for the complaint. Dhrs for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Clinical and stability data was reviewed for freestyle strips and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. A tripped trend review were conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.